Manufacturer narrative:
Sample collection information was not provided. Qc data provided by the customer demonstrated that qc was within specifications. The instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched: the fse performed instrument verification and no issues were found. As of (B)(6) 2009, no other hgb problems have been reported. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) results generated by the coulter act 5diff autoloader hematology analyzer for one patient. A patient sample was tested for hgb and a result of 8.9g/dl was obtained. The original sample was re-tested for hgb and it recovered the same result. The patient was sent to the hospital and was transfused with two units of blood. The patient was then re-drawn and the re-drawn sample recovered a higher hgb result. It is not known yet how long after the transfusion the blood sample was taken. Based on available information, the hospital felt the original 8.9g/dl hgb result may have been falsely low. However, the same sample was re-run five days after the event and the hgb result correlated with the initial hgb result. There was no death, or injury; however, the patient was transfused.